Event description:
It was reported that the patient had an allergy to derma-bond, which was used at the implant procedure. The patient developed a staphylococcus aureus infection post implant procedure at both upper and lower incision sites. Symptoms of soreness, redness, drainage were noted, and incision areas were not fully closed. The physician believed that the infection was not device nor procedure related. The patient was being treated at the wound care clinic and was given two rounds of keflex, as well as using an antimicrobial gel.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: 7079568.